Event description:
It was reported that a zero tip basket device was used during a stone lithotripsy procedure. During the procedure, the basket was able to be open to retrieve stone; however, it would not close. Reportedly, when the surgeon pulled the basket, it snapped approximately halfway down the length of the basket. The basket was then retrieved using biopsy forceps and no parts were left behind. The procedure was completed with a different device with no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detached. Impact code f2301 captures the reportable event of additional device required. Impact code f23 captures the reportable event of unexpected medical intervention. Block h11: correction to field e1: initial reporter address 1, initial reporter city and initial reporter zip/post code.

Event description:
It was initially reported that during lithotripsy procedure, the zero tip basket wire was intact and was able to open inside the patient, but it would not close. Additionally, when the surgeon pulled the basket from the patient, it snapped approximately halfway down the length. The basket was then retrieved using biopsy forceps and no parts were left behind. Additional information confirmed that only one of the basket wires detached. The procedure was completed with a different device with no patient complications.

Manufacturer narrative:
Additional information: device code a0401 captures the reportable event of basket wire detached. Impact code f2301 captures the reportable event of additional device required. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a zero tip basket device was used during a stone lithotripsy procedure. During the procedure, the basket was able to be open to retrieve stone; however, it would not close. Reportedly, when the surgeon pulled the basket, it snapped approximately halfway down the length of the basket. The basket was then retrieved using biopsy forceps and no parts were left behind. The procedure was completed with a different device with no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detached. Impact code f2301 captures the reportable event of additional device required. Impact code f23 captures the reportable event of unexpected medical intervention.